Manufacturer narrative:
Additional information: b5, d6a, d6b, g1 (MFR contact first name, last name, email, phone number), g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the patient came for the dialysis treatment after 2 days from the insertion, it was found that there was a crack at the blue (venous) luer adapter and leak was seen by the hcp (health care professional) during the hemodialysis treatment. The treatment was proceeded and completed after removing the catheter and inserting a new one using the other company's product, and it was the intervention/treatment required for the leakage. There was an unspecified blood loss and blood transfusion was not required. Nothing unusual was observed on the device prior to use, flushing was performed and nothing abnormal was found. There was no other product utilized with the device, the insertion site was not treated prior to product placement, there was no medical intervention done to the patient, chlorohexidine gluconate solutions was used as the cleaning agent to clean the adapters and the cleaning agent was allowed to dry thoroughly prior to applying the ointment to the area. The catheter was not repaired, there was no instrument was used to loosen or tighten the device, chlorohexidine gluconate solutions was used as the cleaning agent on the device, tego was not utilized and there was no patient symptoms or complications associated with this event. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the patient came for the dialysis treatment after two days from the insertion, it was found that there was a crack at the blue (venous) luer adapter and leak was seen by the hcp (health care professional) during the hemodialysis treatment. The catheter was not repaired, there was no instrument was used to loosen or tighten the device, chlorohexidine gluconate solutions was used as the cleaning agent on the device, tego was not utilized and there was no patient symptoms or complications associated with this event. The device was removed and was replaced with other company product. There was no reported patient injury.

Manufacturer narrative:
Additional information: a4, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection of the image showed a blood leak on the blue luer adapter extension tube. It was reported that the luer adapter was leaking, cracked or broken. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.